Manufacturer narrative:
The device ro09005 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator foot was damaged and need to be replace. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.